Event description:
It was reported that oversensing was observed on the right ventricular lead; it was noted that the noise was observed without provocation. The lead was capped and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
Correction: ¿ the previously reported implant date: (B)(6) 2013 was incorrect; the correct implant date is (B)(6) 2003.